Event description:
It was reported that the physician attempted to interrogate this patients device in clinic and was unsuccessful. It was noted that this patient was not feeling well. Data was successfully sent through the home monitor communicator. This patient would follow up with the clinic. No adverse patient effects were reported.

Manufacturer narrative:
Correction to date of manufacturer (h4) from 08/24/2016 to 08/16/2016.

Event description:
It was reported that the physician attempted to interrogate this patients device in clinic and was unsuccessful. It was noted that this patient was not feeling well. Data was successfully sent through the home monitor communicator. This patient would follow up with the clinic. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.